Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. It was reported to philips that the geometry pc is unable to communicate with geometry application. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the lab technician worked on the system for two days and experienced a geometry pc communication issue with the geometry application. The issue reoccurred after few days, and issue resolved by replacing the geometry ipc. To resolve the issue, the customer restarted the system which resolved the issue temporarily. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry pc unable to communicate issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the geometry pc unable to communicate issue may resolve, allowing for continuation and completion of the procedure. A geometry pc unable to communicate issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) with a minimum delay is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry computer was unable to communicate with the geometry application, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.